Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist received an error message, "battery back-up may not be charged." The device was not changed out, as the perfusionist finished the case with this unit. The unit went on battery fine when they tested it before the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) stated all voltages on the system were fine which does not indicate a failure. Technical support will evaluate the software data logs that were returned. Investigation in process, but not yet completed.